Event description:
It was reported during the procedure, the physician found the guidewire was bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire was bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The report of a kinked guide wire was confirmed through complaint investigation. The customer returned one guide wire and product lidstock for analysis. Signs of use were observed along the guide wire body. Visual analysis revealed that the guide wire contained one bend/kink towards the distal end of the guide wire. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink/bend in the guide wire measured 565mm from the proximal tip and the overall length of the guide wire measured 602mm, via calibrated ruler, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter (od) measured 0.844mm via calibrated micrometer, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab I nventory arrow raulerson syringe (ars)/introducer needle assembly and little to no resistance was experienced. A manual tug test confirmed that the distal and proximal welds were intact. Additionally, the IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.